Event description:
The customer reported the 9800 system would not boot up and the smart power switch printed circuit board was faulty. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The smart power switch printed circuit board was replaced. The system was tested and operates as intended.